Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, model # m-4800-01, s/n: (B)(4); st. Jude medical swartz braided transseptal guiding introducer sl 1 curve 8.5fr, model # 407453, lot number unknown. (B)(4). Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident.

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation and a right ventricular outflow tract (rvot) ablation procedure with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During mapping phase, the patient became hypotensive. Tamponade was confirmed via intracardiac echocardiogram. Pericardiocentesis yielded an unknown amount of fluid. Patient was reported to be in stable condition upon leaving the electrophysiology lab. Adverse event was assessed as life-threatening. Patient required extended hospitalization as a result of this adverse event for monitoring of the tamponade. Patient factors that may have contributed to the adverse event include patient anatomy. Physician&#62688;opinion regarding the cause of the adverse event is that it was related to rotated and abnormal anatomy leading to difficulties accessing the right ventricular outflow tract (rvot). No ablation was performed. Irrigated catheter flow was set at 2ml/min. Patient received anticoagulant during the procedure with activated clotting times maintained at 300-350 seconds. There were no errors reported on any bwi equipment during the procedure.